Event description:
Philips received a complaint on the v60 ventilator indicating that there was a failure of the power cord during the electrical safety test. The device was outside of use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
H10 e1 - reporter phone number - (B)(6).

Manufacturer narrative:
H10: the bench service engineer (bse) found that the power cord was exceeding the allowable resistance. The bse replaced the power cord to resolve the issue. Following the testing and verification procedure for the device, the device's factory configuration was restored, and the device was confirmed to have returned to working condition.